Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Three photos were provided. Photo #2 is the iol labeling. Photo #3 is a drawing indicating the area of interest. Photo #1 was reviewed based on the drawing. Photo #1: this photo shows an implanted single-piece monofocal lens. The "fiber" indicated on the drawing was visible. This appeared to be under the lens, near one optic/haptic junction area. The material was elongated and had a curved portion at the end resembling a backwards question mark. The origin and nature of the material cannot be determined from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported about a fiber within the iol was noticed after intraocular lens implantation which was not visually significant. Additional information has been requested and received stating in surgeon's opinion, the fiber in lens was during the manufacturing process.

Manufacturer narrative:
As the suspect device is a preloaded delivery system, the associated products cartridge and injector previously reported in d.10. Are in error. The manufacturer internal reference number is: (B)(4).